Event description:
Customer reported experiencing low blood glucose readings of 41 mg/dl and stated that they have treated with food. The drive support cap was noted to be normal. Customer's most recent blood glucose reading was 90 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.